Event description:
Treatment of a wide distal avm (arteriovenous malformation) in the arterial temporalis superficialis. On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the silverspeed guidewire punctured the ultraflow catheter. The guidewire and catheter were both removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The silverspeed guidewire was returned for evaluation stuck inside the ultraflow catheter and a puncture hole was found at approximately 2.5cm from the distal tip. The evaluation could not determine the cause of the event. Results: guidewire punctured catheter. (B)(4).